Manufacturer narrative:
Efforts were made to obtain additional information, however, no additional information could be obtained as contact information was not provided in the printed information and no contact information could be found online. Attempts were made to reach the authors by phone at the hospital, however no information could be provided. Without additional information, gore was unable to do further investigation of this event.

Event description:
The following literature information was received regarding gore-tex® soft tissue patch, through ¿hernia (2019) 23 (suppl 2):s113¿s319.¿ title: "a very late on-set deep infection after 11 years of implantation of gore-tex soft tissue patch" authors: y.shiwei,w.yong department of gastrointestinal surgery, west china hospital,sichuan university. Introduction: the aim of this paper was to report a case of a late on set deep mesh infection occurring 11 years after inguinal hernia repair using gore-tex mesh and to highlight the persistent risk of mesh infection that may exist even 11 years after the primary repair. We also aim to report our experience with diagnosis, management and treatment on late mesh infection occurring 11 years after inguinal hernia repair. Methods: the case record of a (B)(6) female who underwent open inguinal hernia repair 11 years ago was reviewed. The patient underwent debridement for mesh removal and was followed up via phone call and out-patient examination till january 2018. Results: the patient presented with foul-smelling pus outflow half of one year after primary unilateral inguinal hernia repair 11 years ago. Physical examination showed that the patient had visible operation scars and extruded fistulas. Preoperation contrast computed tomography (CT) showed masses in the inguinal areas. The patient was reoperated and the meshes were removed. There was no hernia recurrence and no chronic groin pain for 9 months postoperatively.